Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an alarm on their left ventricular assist device (lvad) and changed their system controller at home. Log files were sent for review. Prior to the controller exchange the log file captured odd strings of power fault issues on (B)(6) 2025. This could be the result of an issue with the controller leads.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via the submitted log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained relevant data from 26dec2025- 28dec2025. Atypical intermittent low power advisory alarms were captured throughout the file while the patient was using 14 volts batteries. A few of these alarms persisted long enough to activate power cable disconnect alarms. Additionally, power cable disconnect alarms that were not associated with the low power advisory alarms were captured from 26dec2025-27dec2025. During some of these alarms captured on 26dec2025, the white cable was briefly disconnected, activating a low power hazard alarm that resolved within the next event when power was restored to the white cable. The atypical alarms activated due to relative state of charge (rsoc) invalid faults associated with the black power cable being outside the expected voltage range. All the alarms resolved within few seconds of activation when the black power cable¿s voltage was restored to the expected voltage range. The driveline was observed to be disconnected on 28dec2025, consistent with the reported controller exchange. Despite the alarms, the pump functioned as intended without interruption. No other notable events or alarms were observed, and the system appeared to function as intended. Provided information indicated that the patient changed their system controller at home due to alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the root cause of the reported event could not be conclusively determined through this investigation. The patient remains ongoing on heartmate system support with no further issues reported. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 3 of the IFU, entitled ¿powering the system¿ states, ¿clean the metal contacts on the batteries and inside the battery clips at least once a month. Dirty battery contacts on the 14 volt lithium-ion battery may prevent proper charging, which can affect operation. Use a lint-free cloth or cotton swab that has been moistened (not dripping) with rubbing alcohol. Let the alcohol dry before using the batteries or battery clips or before placing batteries into the battery charger.¿ section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller, the 14 volts (v) battery and the battery clips. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage hazard, no external power and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.